Event description:
A malfunction alarm coded as malf 16 was reported with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it to tandem using a pre-paid label, while reverting to multiple daily injections for insulin delivery. A replacement pump was arranged as the original pump was under warranty.